Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert triggered due to short v-v intervals and non-sustained episodes. Manipulation of the device pocket and provocation maneuvers were not able to reproduce noise and the impedance was indicated to be stable. There was no trend noted related to the patient's behavior or environment. Reprogramming was performed and the patient will continue to be remotely monitored. The lead remains in use. No patient complications have been reported as a result of this event.